Manufacturer narrative:
Correction to health impact code. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction in which the unit failed to power on was reproduced due to a main board failure. However, a definitive root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during device evaluation, lcd monitor had a faulty circuit board. There were no reports of patient harm.